Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At 1245, line b of the device was programmed in the piggyback mode to deliver a chemotherapy solution which contained normal saline, mannitol 100ml, and cisplatin 195ml at a rate of 999ml/hr and the delivery was started. Reportedly, the solution bag contained approximately 1300ml of solution; however, the nurse could not specify the programmed vtbi (volume to be infused). At 1405, the nurse noted air in the tubing distal to the device with no device alarm. The delivery was stopped. The nurse disconnected the tubing set from the pt's port-a-cath. At this time, the nurse used a syringe to withdraw 2.5ml-3.0ml of air from the port-a-cath. The physician was notified. There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when distal air was present. The device history was downloaded at the manufacturing facility. A review of the device history indicates that the last programming occurred on (B) (6) 2009 at 0949, when line b was programmed in the piggyback mode, to deliver at a rate of 999ml/hr, with a vtbi of 1400ml, for a duration of 1hr and 24min, and the delivery was started. At 1100, the delivery on line b was stopped. At 1101, the device alarmed n234 distal air and within the same minute, the alarm was silenced. At 1103, the device was powered off. A review of the device history indicates the device did alarm for distal air in line. (B) (4)